Event description:
The customer reported that during a pediatric appendectomy, the pt receive a burn from backhaus tweezers. The customer evaluated the incident generator on-site and the unit was operating to specification. Additional questions have been asked regarding the degree of burn and the treatment of burn. To date, the site has not provided additional details about the incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident generator has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the incident generator is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.